Manufacturer narrative:
Analysis of the returned device shows that the ibt was blocked probably due to the presence of blood in catheter of the ibt. A locking syringe was needed to unblock this ibt. The locking syringe was filled with 5ml of water and connected to the ibt. Then the syringe plunger was completely pulled and blocked at this point. After approximately 5 seconds, the ibt was unblocked. Functional analysis was not possible due to the presence of a hole in the balloon. Visual analysis confirmed that the balloon has a large longitudinal hole from the beginning of the balloon to the distal end of the balloon. Based on the information provided, functional and visual analysis, the most probable root cause is attributed to the contact of the balloon with bone splinter and/or surgical tools during the surgery.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, it was reported that the balloon ruptured and was leaky. No further details are known at this time.